Manufacturer narrative:
(B)(4). The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported an expired implant was implanted in the patient.

Manufacturer narrative:
Alleged failure: expired device used. Probable root cause: design validated shelf life too short. Shelf life/expiration date not adequately published on package. Application distribution inefficient, sat too long in inventory before being shipped to customer. User inattentive to expiration date of product. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported an expired implant was implanted in the patient.